Event description:
The hospital reported that during the saphenous vein harvesting procedure, toggle broke on three scissors of the harvesting cannula. The product was completed with an open leg technique. The hospital did not report an additional pt complication.